Event description:
I was using a transcranial direct current stimulation device to potentially treat neurological symptoms related to long covid as part of the recover-neuro study (according to the study protocol, it was a soterix 1x1 mini-CT device). I've had long covid for nearly two years, after getting covid in (B)(6) 2022. I also have generalized epilepsy - I was cleared for the tdcs(transcranial direct-current stimulation) treatment because I've only had two instances of losing consciousness believed to be seizures (but no confirmed to be seizures) in april and (B)(6) 2021 (subsequent eegs(electroencephalograms) found epileptogenic activity, primarily while sleeping). As mentioned, I also have long covid, where my primary symptoms are brain fog, fatigue, postexertional malaise, disturbed sleep, and tinnitus. Within a week of starting the tdcs, I started having spells of severe dizziness, muscle spasms when attempting to fall asleep, and worsened insomnia. I stayed on the tdcs for two weeks, and when I stopped, the spells of dizziness and muscle spasms faded over the course of a few days. The worsened sleep quality has remained for at least three weeks. Given the timing of the symptoms, and the fact that I have not had symptoms like this in the two years I've had long covid, nor in the almost three years I've had epilepsy, I strongly suspect that these symptoms were triggered by an interaction with the tdcs device and my epilepsy and/or long covid.